Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the "rope pull" of the fenestrated bipolar forceps instrument broke. The procedure was completed with no reported injury using a backup instrument. Isi followed up with the initial reporter and obtained the following additional information: the procedure was delayed by about 15 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken bipolar yaw pulley. A broken piece measuring approximately 0.031¿ x 0.031¿ was missing because of breakage. Also, the grip cable crimp was dislodged as a result. Additionally, the instrument was found to have a loop of the conductor wire sticking out from the yaw pulley such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. The complaint was confirmed by failure analysis.